Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding her (B)(6) 2009, complaint to a customer care advocate (cca). The patient had alleged that her one touch ultralink meter had prompted apply sample. The patient clarified and reported the following information to this specialist. On (B)(6) 2009, the patient successfully tested throughout the day and evening. She denied taking extra insulin in the evening, stating, "I never bolus at night." Between 2:30 and 3 am on (B)(6) 2009, the patient woke up sweating. Attempting to test, the patient stated the meter prompted an "error, not enough blood or strip not functioning". The patient originally informed the cca that the meter prompted apply sample. It is possible the patient's meter said error 5 which indicates a problem with the test strip or the sample of blood was too small. The patient tested on her backup meter, result in the 50's she believes. The patient self treated with food. The cca replaced the meter, test strips and control solution. Because the patient was symptomatic before the alleged issue began, there is no indication the product contributed to injury. Since the issue was not resolved, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.